Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery and they were unable to clear the alarm. The insulin pump also alarmed battery out limit after changing the battery, to try and clear the no delivery alarm. The insulin pump did not have a battery for more than 10 minutes. Customer's blood glucose level was 26.4 mmol/l. The device was not returned.